Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead encountered placement difficulty and could not be implanted. The head of the catheter that was being used was twisted and the support was insufficient and the lead could not be placed. A new lead was implanted. No patient complications have been reported as a result of this event.